Manufacturer narrative:
Manufacturer's investigation conclusion. The reported red heart alarm was not confirmed through the evaluation of the submitted heartmate (hm) 3 log report. A specific cause for the reported event and patient conditions could not be conclusively determined through this evaluation. The account submitted an hm3 log report which dated back to 05dec2022; however, the timestamp was not specified, so it is unknown if all data from 05dec2022 was included in the report. Normal power cable disconnects were the only events captured in the report; no red heart alarms or notable events were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Additionally, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a red heart alarm that occurred for a few seconds. The patient described feeling weak, almost faint for 10 minutes.